Manufacturer narrative:
Scheduled for (B)(6) 2017. Confirmation of the lens explant has not been received. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported to that the patient is not happy with very foggy visual acuity after implant of the intraocular lens zct225. An intraocular lens exchange has been scheduled for (B)(6) 2017, and a zcb00 lens will be implanted instead. Visual acuity pre-operative: sc20/80; visual acuity post-operative: sc20/80-2. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.